Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use the tubes were discovered to be deformed with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: tubes damaged. Consumer opened only 1 package, but has others in stock. Not all tubes in the same package are deformed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use the tubes were discovered to be deformed with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: tubes damaged. Consumer opened only 1 package, but has others in stock. Not all tubes in the same package are deformed.